Event description:
During a device exchange procedure, the replacement device was successfully implanted, however, episodes of oversensing occurred which resulted in pacing inhibition and caused the patient to experience dizziness. The device was successfully reprogrammed to avoid further pacing inhibition and the device exchange procedure was completed. The patient was in stable condition.